Manufacturer narrative:
This device is used. There are surgical remains under the inner sheath. The delivery needle has been flattened out and is bent. T1, t2 and suture are with the device but freed from the needle track. T1 also has the suture cinched around it lengthwise. This would inhibit anchoring capability. The device cycles and actuates properly.

Event description:
It was reported the fast fix 360 reversed curve needle delivery device t1 implant was released from the needle in the patient. A back up device was utilized to complete the procedure. No patient injury or complications were reported.